Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire was returned for evaluation. An initial visual observation of the photographs showed that the guidewire was slightly bent and may have been damaged near the proximal end of the coiled section of the guidewire; however, this could not be discerned clearly from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2024, during the installation of the power PICC 5 fr, at the moment of inserting the needle stabilizing guide, there was resistance when trying to insert and remove it; however, it was removed without causing any problems to the patient. When the guidewire was checked, a breakage was observed at its tip, so another PICC catheter was used without incident. Additional information on 05/25/2024: it was reported unable to confirm whether breakage happened before procedure because that section was not checked punctually before the procedure, since it was assumed that there were no such problems or failures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that on (B)(6) 2024, during the installation of the power PICC 5 fr, at the moment of inserting the needle stabilizing guide, there was resistance when trying to insert and remove it; however, it was removed without causing any problems to the patient. When the guidewire was checked, a breakage was observed at its tip, so another PICC catheter was used without incident. Additional information 05/25/2024: it was reported unable to confirm whether breakage happened before procedure because that section was not checked punctually before the procedure, since it was assumed that there were no such problems or failures.